Manufacturer narrative:
Please retract this MDR 2938836-2018-04048 as there is no complaint on this device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for follow up, premature deletion of battery longevity was noted. Patient vibratory alert was demonstrated and was decided to be followed up. No further information is available.